Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarming, not inflating and gas leak. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and fse examined fault logs and observed numerous ¿gas loss in iab circuit¿ alarms due to connection issue or balloon. Fse could not duplicate the reported issue. Gas loss alarm operating to specifications. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.